Event description:
Pt discharged with bivona trach tube in place. The balloon of the trach tube which was filled with sterile water broke. The water went into pt's lungs pt coughed & vomited aspirating into her lungs. Dist replaced with a second bivona trach tube. That one developed a slow leak & the water slowly leaked out. Husband heard a leak & replaced the trach tube. This time with a different brand. Pt was later taken to the hospital & diagnosed with aspiration pneumonia and later died.